Event description:
It was reported the patient had an unrelated surgical procedure and it is unknown if the device was placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Programmer displayed error message "cannot connect to generator. The generator is not responding" and "connection problem with the generator". Troubleshooting including multiple bluetooth (ble) resets to recover ipg were attempted by an abbott representative to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.